Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was stuck on the initialization screen. The data log was able to be retrieved by removing the pcba board. A review of the data lot did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. The speaker resistance was measured and the resistance was withing specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.